Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm in diameter proximally, 29 mm in the middle and 33 mm distally. It was 24 mm in length with a 30 degree angulation. The distal aorta diameter was 23 mm. The proximal right common iliac artery was 12 mm, the rcia was 12 mm in diameter. The proximal left common iliac artery was 11 mm, the lcia was 11 mm in diameter. There was mild iliac calcification bilaterally. It was reported that after the bifurcated stent graft was implanted there was a proximal type I endoleak. The cause of the endoleak could not be determined. The decision was made to implant an endurant aortic cuff 282849 and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. Review of 2 returned still angio images could not confirm the endoleak type or cause. Post-cuff implant showed a possible type IV endoleak near the bifurcate flow divider.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device. Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (aortic neck shorter than expected).